Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular ports were broken. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. Both output connectors were broken, hanger was contaminated, lower case; battery drawer was broken, liquid crystal display was bleeding, two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.